Event description:
It was reported the patient's pump eroded through the skin. The patient stated they had "all kinds of things go wrong" in the past. The pump which the patient had "in the 1980's" eroded through the skin. The pump medications were bupivacaine and morphine. No other details were provided. It was unclear if those were the exact medications for the pump when the erosion occurred. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)